Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak around the needle of their coulter lh 750 hematology analyzer and diluted blood was found on the blood sampling valve (bsv) drip tray. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found the bellows and manual probe wash cup not draining. Fse replaced the needle that was malfunctioning, flushed all drain lines from the manual and automatic pathways with bleach, and replaced all check valves in the pathway. Fse determined the cause of the leak was a clogged check valve associated with tubing vl57, the probe/needle drain vacuum line. The check valve was replaced and the line was flushed which resolved the issue. Repair was verified per established procedures and results met published performance specifications. The root cause of the leak is attributed to a clogged check valve in the probe/needle drain vacuum line. (B)(4).